Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was 250 mg/dl. The customer stated the alarm was recurring during normal use. Advised that the insulin pump will need to be replaced. Customer declined troubleshoot foe high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents measurement, self-test, unexpected restart error test and displacement test. Insulin pump was monitored for several days and no blank display anomaly noted. No damage found on connector/lcd isolation tape noted. No unexpected restart alarm. No unexpected high pitched noise anomaly noted. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.